Manufacturer narrative:
Date of event: (B)(6) 2018. Date of manufacture: 14dec2018. (B)(4). Philip's service engineer replaced the touchscreen and the user interface printed circuit board assembly (pcba) and the ventilator was returned to use.

Event description:
It was reported by the international customer that the ventilator touchscreen had no response. There was no patient involvement. The event date was not specified; estimate used.